Event description:
It was reported by the affiliate that when the devices, with reload cartridges, were used during a video assisted thoracic surgery procedure, they would not staple. Another device was used to complete the case. There was no consequence to the patient.